Event description:
It was reported that a four (4) novum iq large volume pumps had an issue with not infusing. Per rn, the pumps were not delivering medication from secondary bag and there were a minimal air in line alarm during patient infusion in the srcc department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.